Event description:
A report was received that the patient was experiencing pain at ipg site. The patient's ipg site was swollen and warm to the touch along with fever like symptoms. The physician gave the patient prophylactic oral antibiotics. Days later the patient met with physician who indicated that everything was well. No signs of inflammation. No culture was taken and no infection was confirmed. The patient is reportedly doing well.